Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that connector connection of the infusion set was leaking. No adverse event reported. Return of the suspect device was requested for evaluation.